Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in office for a routine device check. Upon review, the right atrial lead caused intermittent muscular stimulation at the pocket site which could be reproduced. The stimulation was resolved by reprogramming. The lead also had reproducible noise episodes. The physician decided to monitor the lead. The patient was stable.